Manufacturer narrative:
(B)(4). Device was recovered for evaluation. Engineering eval completed by (B)(4) on 2019.03.31. Design-related issues: the design of the m-series 12/14 femoral head impactor has been in the field since 2003. Exactech is aware of (B)(4) similar complaint reports involving m-series 12/14 femoral head impactors since 2008. This issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units, which has been in the field since 2016. Therefore, this issue does not appear to be manufacturing related. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk will be captured in the updated rmr. The broken device reported in (B)(4) was likely the result of years of normal use and subsequent sterilization cycles, which led to crack initiation, propagation, and ultimate fracture of the radel tip. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. The tip of impactor spit while impacting femoral head. All parts were retrieved. An investigation was conducted: the broken device reported was likely the result of years of normal use and subsequent sterilization cycles, which led to crack initiation, propagation, and ultimate fracture of the radel tip.

Event description:
It was reported from the us that during an orthopedic surgery surgeon experienced an issue with the femoral head impactor. The tip of impactor spit while impacting femoral head. All parts were retrieved. There was a slight surgical delay to grab another impactor, this caused no adverse effects to patient. The patient left the operating room in stable conditions. Agent was not present at surgery. Device was returned. No additional information has been provided by the contacts related to this event following multiple attempts.